Manufacturer narrative:
Medical device type: fmi/jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced a retraction issue with the cannula not retracting during use. The following information was provided by the initial reporter: material no. 368656, batch no. 9086811. Customer reported the button you push to retract the needle on this product is not working correctly. When the customer pressed the button to retract the needle from the patient the spring shot out and the needle stayed inside the patient. This occured on 5 patients on 5/28/2019, customer did not have patient identifiers available at the moment but may be able to provide. Customer stated they have photos and samples available for investigation. Customer was not aware of any adverse events due to the incident as he was not the nurse that encountered the issues. Let him know he can provide that information to us after he receives his acknowledgment letter.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #982194. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA #982194. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA #982194 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced a retraction issue with the cannula not retracting during use. The following information was provided by the initial reporter: material no. 368656, batch no. 9086811. Customer reported the button you push to retract the needle on this product is not working correctly. When the customer pressed the button to retract the needle from the patient the spring shot out and the needle stayed inside the patient. This occured on 5 patients on (B)(6) 2019, customer did not have patient identifiers available at the moment but may be able to provide. Customer stated they have photos and samples available for investigation. Customer was not aware of any adverse events due to the incident as he was not the nurse that encountered the issues. Let him know he can provide that information to us after he receives his acknowledgment letter.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced a retraction issue with the cannula not retracting during use. The following information was provided by the initial reporter: material no. 368656, batch no. 9086811. Customer reported the button you push to retract the needle on this product is not working correctly. When the customer pressed the button to retract the needle from the patient the spring shot out and the needle stayed inside the patient. This occured on 5 patients on (B)(6) 2019, customer did not have patient identifiers available at the moment but may be able to provide. Customer stated they have photos and samples available for investigation. Customer was not aware of any adverse events due to the incident as he was not the nurse that encountered the issues. Let him know he can provide that information to us after he receives his acknowledgment letter.

Manufacturer narrative:
H.6. Additional information: this information is associated with field action # 2243072-07/22/2019-009-r. Recall summary: bd is conducting a voluntary medical device recall for certain lots of bd vacutainer® push button blood collection set with pre-attached holder, catalog# 368656. Bd has confirmed that these lots may exhibit separation of front and rear barrels upon activation of the safety feature that retracts the needle. Product and scope: bd is conducting a voluntary medical device recall for the bd vacutainer® push button blood collection set with pre-attached holder, catalog number 368356, for the following 12 lots: 9079767, 9079770, 9081829, 9086811, 9086812, 9091607, 9091626, 9094659, 9094661, 9098547, 9100711, 9100712. Lots not included in the scope of the recall are not affected. Description of issue: bd has confirmed that these lots may exhibit separation of front and rear barrels upon activation of the safety feature that retracts the needle. Barrel separation may result in leakage of blood or an exposed needle, potentially resulting in exposure to blood borne pathogens. Bd pas identified this issue thru the bd complaint investigation system. Summary table of the # of complaints and mdrs in scope: per 806 # 2243072-07/22/2019-009-r dated august 2, 2019, there were a total of 33 complaints and 31 mdrs within scope. Complaint: (B)(4), MDR: 1024879-2019-00960; complaint: (B)(4), MDR: 1024879-2019-00981; complaint: (B)(4), MDR: 1024879-2019-00975; complaint: (B)(4), MDR: 1024879-2019-00991; complaint: (B)(4), MDR: 1024879-2019-01005; complaint: (B)(4), MDR: 1024879-2019-00984; complaint: (B)(4), MDR: 1024879-2019-01038; complaint: (B)(4), MDR: 1024879-2019-01059; complaint: (B)(4), MDR: 1024879-2019-01071; complaint: (B)(4), MDR: 1024879-2019-01064; complaint: (B)(4), MDR: 1024879-2019-01094; complaint: (B)(4), MDR: 1024879-2019-01076; complaint: (B)(4), MDR: 1024879-2019-01107; complaint: (B)(4), MDR: 1024879-2019-01107; complaint: (B)(4), MDR: 1024879-2019-01091; complaint: (B)(4), MDR: 1024879-2019-01143; complaint: (B)(4), MDR: 1024879-2019-01130; complaint: (B)(4), MDR: 1024879-2019-01147; complaint: (B)(4), MDR: 1024879-2019-01157; complaint: (B)(4), MDR: 1024879-2019-01156; complaint: (B)(4), MDR: 1024879-2019-01163; complaint: (B)(4), MDR: 1024879-2019-01237; complaint: (B)(4), MDR: 1024879-2019-01195; complaint: (B)(4), MDR: 1024879-2019-01218; complaint: (B)(4), MDR: 1024879-2019-01116; complaint: (B)(4), MDR: 1024879-2019-01224; complaint: (B)(4), MDR: 1024879-2019-01197; complaint: (B)(4), MDR: 1024879-2019-01273; complaint: (B)(4), MDR: 1024879-2019-01304; complaint: (B)(4), MDR: 1024879-2019-01265; complaint: (B)(4), MDR: 1024879-2019-01303; complaint: (B)(4), MDR: 1024879-2019-01288; complaint: (B)(4), MDR: 1024879-2019-01288. Hhe summary: the hhe considered the potential hazards, harms, severities, and likelihood of occurrence related to the product, specifically the reported issue regarding the safety mechanism not functioning as intended. Exposure to blood, including bloodborne pathogens represents a potential for immediate and long-term health consequence to the healthcare worker. This would be in the presence of a needlestick injury to the hcw after the device was used on a patient as well as blood leakage from the device which could come in direct contact with the unprotected skin (not following proper ppe procedure) of the hcw collecting the blood. The likelihood of health risk from the usage of unnecessary post-exposure prophylaxis (pep) and laboratory testing due to contaminated needle stick injury or exposure of non-intact skin is considered minimal. This is supported by documented literature that indicates good efficacy of pep being observed with no seroconversion. General awareness for the use of sharps as well as the use of general safety precautions is known to help decrease the likelihood of exposure to bloodborne pathogens. Investigation summary: root cause investigation indicates a mis-alignment of tooling to load and assemble components in the assembly line. Bd pas has initiated CAPA 982194 to further investigate this issue, and corrective actions have been implemented. Recall reference #, either bd internal or res/z#: please reference bd recall # pas-19-1567.